Event description:
It was reported that the procedure was to treat a totally occluded lesion in the mid to distal right coronary artery (rca) with heavy tortuosity and heavy calcification. There was re-stenosis of two non-abbott stents in the mid and distal rca. The progress guide wire was advanced; however, after the guide wire crossed the stent in the mid rca, a portion of the guide wire could not be seen under angiography; however, the tip was visible. It was unclear if the guide wire crossed to the distal rca. The guide wire became stuck in the lesion; therefore, a guiding catheter was advanced to the tip of the guide wire, and the device was removed. It was noted that the tip of the guide wire was damaged. After removal, it was noted that the polymer sleeve was flared. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product noted blood and tissue on the guide wire and there was no contrast. The tip coils were separated, 4 mm distal to the black polymer. The proximal end of the tip coils were mangled and bunched. The tip coils were stretched distal to the mangled coils for a length of 1 mm. The overall length of the tip was 3 mm. The distal end of the polymer was torn, stretched and jagged. The black coating and coils were wrinkled for a length of 2.2 cm proximal to the torn polymer. The noted damages appear to be related to interaction with the lesion and/or other device as no damage was reported during inspection prior to use. Non-radiopaque tip coils can occur due to, but are not limited to, incorrect coil material, or mixed coils in manufacturing. In this case, the guide wire was sent to the fluoroscopy lab to take a photo of the guide wire under fluoroscopy. The fluoroscopy photo confirmed that the tip was radiopaqued; however, there is a section of the distal wire that has been stripped of the radiopaque coils, which was the noted damage. This likely became damaged during insertion or removal. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross appears to be related to the totally occluded with heavy tortuous and heavy calcified anatomy. Factors that may contribute to resistance during removal while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, the lesion was described as totally occluded with heavy calcification and the vessel was heavily tortuous which could have contributed to the reported difficulty. Reportedly, a guiding catheter was advanced to the tip of the guide wire and the device was removed. The reported portion of the guide wire that was not visible under angiography appears to be the result of the noted damages to the tip. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and there was no other incidents reported for difficulty to position (visibility), difficult to remove within the anatomy, stretched tip, and torn polymer coating for this specific lot. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.